Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was at 30% battery life and a low power alert was received when the customer disconnected from the pump to shower. When the customer returned the pump had shut off and was unable to be turned back on when plugged in to charge. During troubleshooting with tandem technical support the pump was reset, after resetting the pump a malfunction alarm was displayed. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.